Event description:
The facility stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. The injector model msi-tm and the cartridge model qa cartridge fp were used, however lot numbers were not specified by the facility.